Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was high. The pump supplies were changed and a correction bolus was delivered to address the high bg. The customer thought that the insulin may have been too hot due to the environment. As the customer was not currently experiencing a high bg, tandem technical support advised the customer to discuss the high bg with a healthcare provider.